Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the anterior tibial artery using an indigo system aspiration catheter 6 (cat6), a non-penumbra sheath and a guidewire. During the procedure, the peel-away introducer sheath was used to introduce the cat6 to the sheath; however, resistance was encountered while advancing the cat6 through the hemostasis valve. Subsequently, the physician noticed cat6 to be kinked at the proximal end. Therefore, the cat6 was removed. The procedure was completed using a catrx and the same sheath. There was no report of an adverse effect to the patient.